Event description:
The clinician reports the implant was inserted (B)(6) 2015 in the patient's mouth. On (B)(6) 2018, fracture of the implant was verified. Patient presented with fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility and bleeding. No further patient complications were reported.